Manufacturer narrative:
Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Typically, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this surgical mitral valve failed due to mitral regurgitation. The transcatheter valve was implanted with good results.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided and the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this mitral surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately two (2) years, six (6) months. The reason for re-operation is unknown. A 26mm transcatheter valve was implanted and there were no reported complications.